Event description:
In 2006 a morbidly obese female pt underwent open ventral repair of an incisional hernia with 15cm x 22cm piece of motifmesh macroporous nw implant, omentum removed, no adhesion barrier used. Dr commented that weight pushing against could be cause. Later that year, she required re-intervention for bowel obstruction, motifmesh macroporous nw implant, explanted and discarded, replaced with alloderm.

Manufacturer narrative:
This pt was a high risk pt, being morbidly obese with omentum removed which potentially puts her at risk of developing adhesions. Motifmesh macroporous nw implant instructions for use also states that possible adverse reactions with the use of any tissue deficiently prosthesis may include, but are not limited to, adhesions and mechanical disruption of the tissue and/or implant material.